Manufacturer narrative:
Areview of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Lab analysis of the device found 1 syringe of 1.0ml with 0.7ml of gel remaining, received in an opened tray with cap and without needle. The cap is cut and a part of it is still inside the 3mm luer lock.

Event description:
Healthcare professional reported having a syringe of juvéderm vista voluma xc where the rubber stopper broke when an attempt was made to remove the rubber stopper. Device was not used.

Manufacturer narrative:
A review of the device history record has been completed. A CAPA was opened to investigate the reported issue. Based on analysis, it is impossible to determine the root cause of this issue. No new risk identified as the product is unusable by physician, the main risk is the healthcare professional's dissatisfaction.

Event description:
Healthcare professional reported having a syringe of juvéderm vista voluma xc where the rubber stopper broke when an attempt was made to remove the rubber stopper. Device was not used.